Event description:
It was reported that the pt experienced a shocking or jolting sensation after passing through the security gate at (B)(4). Additional info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).